Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication displayed under correct critical group under the assigned user. A technical support specialist (tss) dialed into the server and verified that the medication had the same override and critical group assigned to the user, and that the area matched both the device and the user. The device showed no communication issues based on sync information. A loaded space query was run and confirmed the medication was showing as loaded, with the last load in 18-mar-2023 and the last dispense on 25-mar-2026. Tss consulted with senior leads, and the issue was suspected to be related to facility character search while the user was attempting to locate the medication. Tss communicated with the customer, also not aware of the issue, and requested additional information on the affected user. The customer later confirmed the issue was resolved and granted permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, dextrose IV was not appearing under the override feature, possibly related to a 1.11 update issue. The medication was needed emergently for a patient, and when staff attempted to retrieve it using the override option, it did not display. The customer verified that the medication was present in pyxis, confirmed that the correct override groups were configured on the machine, and verified that the medication ID used in the override list matched the medication configured in pyxis. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.